Event description:
The customer's sister called to report that the customer was taken to the ER due to high blood glucose levels. The customer later called stating her blood glucose levels read hi on the glucose meter. The customer stated that she was getting repeated no delivery alarms prior to the hospitalization. The customer changed the infusion set several times, but the problems continued. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.